Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter, air bubble, defective labels and deformed tubes were discovered with a bd vacutainer® sst¿ blood collection tubes. See below for occurrences. The following information was provided by the initial reporter: fm in gel x13. Deformed tube x3. Defective marking x1. Dirty shield x3. Black spot in tube x3. Dirty tube x9. Air bubbles in gel x184.

Event description:
It was reported that prior to use foreign matter, air bubble, defective labels and deformed tubes were discovered with a bd vacutainer® sst¿ blood collection tubes. See below for occurrences. The following information was provided by the initial reporter: fm in gel: x13. Deformed tube: x3. Defective marking: x1. Dirty shield: x3. Black spot in tube: x3. Dirty tube: x9. Air bubbles in gel: x184.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel , deformed tube, defective marking, dirty shield, black spot in tube, dirty tube and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.